Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection performed on the received condition and noted the distal end is broken. The distal end is broken at about 5mm from the base of the bending section area exposing metal. During the inspection there was sufficient evidence of metal protruding outside the bending section cover with no sharp edge. The elements inside the bending section are still connected together regardless of the broken skeleton. The bending section cover was removed and did not find any other sharp edges on the bending section skeleton. The leak test cannot be performed due to the broken bending section. According to the instruction manual it states ¿do not twist or bend the bending section with your hands, equipment damage may result¿. The bending section was manipulated; the movement is abnormal due to the broken skeleton at the base of the bending section. The scope was purchased on july 11, 2018 with no previous repair history. Based on the evaluation, the likely cause of the bending section skeleton breaking is due to excessive force and/or stress, attributed to mishandling.

Event description:
The service center was informed that the user was dissatisfied with the scope. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information related to the event provided by the customer and to update.

Event description:
The customer reported to olympus that the procedure was a therapeutic ureteroscopy. There were no visual deformations noted on the bending section of the scope during the procedure. No patient bleeding was observed and no mucosa tears noted. The procedure was completed with no injury to the patient. The scope is inspected during reprocessing by the hospital's central processing department.